Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm during fill tubing process. The customer reported that the pump error alarm recurred after complete set change. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self-tests. The pump was received with constant pump error 38 alarms during the rewind due to severe corrosion on the motor home switch. Unable to verify the pump error 3 alarms due to constant pump error 38 alarms. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and corrosion on the force sensor assembly.